Manufacturer narrative:
This complaint will be updated once investigation is complete . Trends will be evaluated.

Event description:
Allegedly, patient had revision surgery on (B)(6) 2016 for leg length discrepancy. Revised well-fixed profemur l classic stem and biolox femoral head.